Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided.

Event description:
Customer described patient as elderly, in extremis. Mepilex border sacrum applied prophylactically to reduce chance of pressure ulcer. Suspected deep tissue injury developed under dressing. Patient expired one day later ((B)(6) 2010).